Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the software was reloaded which addressed the printer issue. Telemetry failure was also observed, as a result the link electronic module (lem) circuit board was replaced. The programmer was then tested and passed to manufacturer specifications. (B)(4).

Event description:
It was reported that the printer was extremely slow. This event occurred during setup and was prior to use. The programmer was returned to the manufacturer for servicing. It was analyzed and tested out of specification. There was no patient involvement.